Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shims were missing ball plungers. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection of the returned tasp shim exhibits signs of repeated use. One ball bearing and associated spring was not returned, thus confirming the complaint. Review of device history records found these units were released to distribution with no deviations or abnormalities. Review of the complaint history determined that no further action is required. The component in this complaint was manufactured before a design modification to help prevent the reported condition. Field communication was also sent out, convening proper sterilization technique, to further mitigate the issue. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.